Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens -8.0/+1.0/094 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2021. Reportedly the lens was explanted due to a vault issue. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race: unk. Date of event: unk. Explant date: unk. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).